Event description:
It was reported that the zimmer air dermatome was not cutting well. Additional clinical follow up information received on (B)(6) 2010 indicated that the blades were chewing up the skin. There was no report of injury or medical intervention associated with the incident.

Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.